Manufacturer narrative:
The unit was rebooted and returned to service. No details available on resolution. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.